Event description:
It was reported the catheter was being placed into the right brachial vein of the patient. During insertion, the nurse experienced difficulty during insertion. When he removed everything, he noticed the tip of the sheath appeared to be cut. As a result, a new kit was opened and used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4).